Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, a pt suffered a sudden increase in intraocular pressure (iop). When the iol was implanted. An intravitreal path medication was used without success. The nurse reported it was impossible to keep the iol fixed, therefore the surgeon removed the lens and left the pt aphakic. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).